Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display) issue. It was reported the display was flashing intermittently. The reporter stated that there was no damage or trauma to the pump prior to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings:the complaint could not be duplicated or confirmed on investigation. A review of the pump¿s black box revealed no related issues. The pump powered on with a normally functioning display. Unrelated to the complaint, a cartridge compartment crack was observed during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.